Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon fired the clip applier across the cystic duct and the clip would not completely form. The case was finished by pulling another clip applier and ligating the cystic duct and artery. There was an extended or time by five mins.